Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reports test strip was inserted into nose. Dry nose reported prior to testing and bleeding noted after occurrence. Customer mentioned irritation in the nose. Advised to flush the area with water and contact poison control.